Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty camera cable. During the evaluation, there was an intermittent problem with the image. The image would sometimes show color bars, which was due to cable failure. The camera's coupler is found to be rusted and was unable to be cleaned up. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the camera head, it was giving intermittent problems with the image. It was sometimes displaying color bars. The issue was found during preparation for use. There were no delays or reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that a cable failure caused a communication failure, resulting in images not being displayed. The event can be detected by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.